Manufacturer narrative:
Please refer to the attached report.

Event description:
Reportedly, the subject device was replaced due to infection and was returned.preliminary analysis showed that the device was sterilized and released according to applicable standard operating procedures.

Event description:
Reportedly, the subject device was replaced due to infection and was returned. Preliminary analysis showed that the device was sterilized and released according to applicable standard operating procedures.